Manufacturer narrative:
(B)(4). Batch # unknown. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device jam and not fire any clips? Did the device close? Were the clips malformed?

Event description:
The device stayed jammed. It is not possible to bring the handles of the scissors. The clips did not close. No more information was reported.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained. Did the device jam and not fire any clips? Unk. Did the device close? Unk. Were the clips malformed? Unk. What is the batch or lot # of the device? Unk. According to the customer, the device got blocked and the clips could not be close completely. No further information available.